Event description:
It was reported that this pacemaker system with this right atrial (ra) lead was exhibiting out of range pacing impedance with measurements greater than 3000 ohms, which triggered a lead safety switch (lss) from bipolar to unipolar. Technical services (ts) was consulted and also noted low amplitude on the ra channel. The impedance change was observed to be abrupt. Noise and oversensing were identified in both configurations, with myopotentials noted in unipolar and true lead noise in bipolar. The suspected cause of these findings is a lead fracture. No pacing inhibition occurred, as the intrinsic rhythm continued to conduct. Prior to the lss, signal artifact monitor (sam) episodes associated with the minute ventilation (mv) feature and tachy/nonsustained ventricular events were recorded, although attributed to the noise from the ra lead. The device did not deliver any inappropriate therapy. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker system with this right atrial (ra) lead was exhibiting out of range pacing impedance with measurements greater than 3000 ohms, which triggered a lead safety switch (lss) from bipolar to unipolar. Technical services (ts) was consulted and also noted low amplitude on the ra channel. The impedance change was observed to be abrupt. Noise and oversensing were identified in both configurations, with myopotentials noted in unipolar and true lead noise in bipolar. The suspected cause of these findings is a lead fracture. No pacing inhibition occurred, as the intrinsic rhythm continued to conduct. Prior to the lss, signal artifact monitor (sam) episodes associated with the minute ventilation (mv) feature and tachy/nonsustained ventricular events were recorded, although attributed to the noise from the ra lead. The device did not deliver any inappropriate therapy. This pacemaker remains in service and no adverse patient effects were reported. Additional information received indicated that no x rays were ordered, the patient will continue to be monitored, there are no plans for explant, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.